Manufacturer narrative:
This medwatch is submitted to send a follow-up with additional information received for complaint. Additional information was received with the product's reference number, lot number and x-rays of 10 months post op. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. The x-rays might hint to a bad positioning of the anchoring plates which led to them being broken but it is not clear yet. The patient is fine and the surgeon decided to keep the implant and not remove it because the patient does not feel any pain the incident is still being reviewed and evaluated by the different committees at ldr medical. Once all the information are acquired and the investigation is done a final report will be sent with the conclusion. Until then,other follow-up reports will be sent with updated information about the complaint.

Manufacturer narrative:
Product was not returned, as still implanted. No examination was performed. The device history records can not be reviewed as the reporter did not communicate nor the reference number nor the lot number of the device. Additional informations requested. The investigation is still in progress.

Event description:
Roi-c: broken anchoring plate post-op. Patient went back to regular post-operative check, and x-ray shows the superior anchoring plate was broken. Patient didn¿t complain for any discomfort, no clinical symptoms. The implant did not break in initial surgery, the reporter don't know the exact date of event. Breakage was only discovered during post-op check up. In the same surgery, a mobi-c was implanted at the superior adjacent level. No revision surgery is scheduled as there is no clinical symptoms.

Manufacturer narrative:
At the time of report, the anchoring plates were still implanted into the patient's body. No product was returned to the manufacturer. Therefore, no product evaluation could be performed. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From the information provided , the product history records and the recurrence of this type of event for this product, the investigation found no evidence to indicate a device related issue. However, regarding the lack of information provided and without the product return and evaluation, no hypothesis could be made. Root cause: unknown. If additional information is received that allows to draw a conclusion, this case will be reopened and the root cause of the complaint will be reevaluated.

Event description:
Roi-c : broken anchoring plate post-op. It was reported on the zper that the patient went back to regular post-operative check, and x-ray shows the superior anchoring plate was broken. Patient didn¿t complain for any discomfort, no clinical symptoms. The event did not occur during a surgery, the reporter doesn¿t know when the anchoring plate broke. It was discovered in post-op check. In the same surgery, a mobi-c was implanted at the superior adjacent level. The implant was not extracted because there was not clinical symptom, no surgery was performed about this anchoring plate at the time of report. Additional information received on march 7th 2019: the break occurred approximately between 19/7/17 to 5/7/18, it was detected when patient came for follow up. The patient reported no pain so far. The reference and lot number of the roi-c cage is mc1342p lot 57134c121. No contributing conditions related to the event (trauma, illness, previous surgery, related non-compliance, patient anatomy) were reported the surgical technique for the product was followed during the initial surgery. No revision is planned so far.